Manufacturer narrative:
Approximate age of device- 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient is currently admitted to the hospital following lvad implant. The patient¿s hemoglobin dropped to 6.6 g/dl (hgb) and hematocrit 20.8 % (hct). The patient was transfused with 2 units of packed red blood cells (prbc) and their hgb and hct improved at 8.7 g/dl and 26.7%. The patient¿s h&h dropped again on (B)(6) 2018 and they were given iron and required one more unit of prbcs. The patient¿s h&h remained low with reported dark stools. A gastrointestinal (gi) consult recommend an esophagogastroduodenoscopy (egd) and results showed a single localized non- bleeding erosion. On (B)(6) 2018, the patient was given protonix and transfused with 2 units prbcs for an h&h of 6.2 g/dl and 19%. It was reported that in the pre- pyloric region of the stomach. There were no stigmata of recent bleeding. Bleeding was found in the first portion of the duodenum at the genu on the lateral aspect. Coagulation for hemostasis using bipolar probes was successful. H&h remained stable during the rest of the admission and patient was discharged home on (B)(6) 2018. Anticoagulant at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.